Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device would not shut off. It stayed activated. A new kit was used to complete the procedure. There were no patient effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were very burnt. The device was very bloody. The device was tested for deactivation after releasing the toggle. The device did not always fully deactivate when the tool was in the straight position. The handle was opened up and there were no non conformities observed with the set screw and collar assembly. Based upon the observation of the toggle not releasing, the reported complaint for "stayed activated" was confirmed. Internal file number - (B)(4).